Event description:
On (B)(6) 2015, the patient was brought into the ER (emergency room) with confusion. The patient was admitted the same day for reasons unrelated to the patient¿s infusion system. The patient had terminal cancer and was being transitioned to inpatient hospice soon. The pump refill didn¿t happen. On (B)(6) 2015, the nurse was told that the pump was going to run out of medication on (B)(6) 2015. When asked if they were hearing any alarms, the nurse stated she thought ¿they adjusted it to make the medicine last longer and knew it was going to run out today¿ but the nurse was going off what was in the notes because she had no physical way to confirm the status of the pump. They were trying to see if they could get the medicine from patient¿s pain clinic and get it to the hospital because they did not have the concentration the patient needed in the hospital pharmacy. The pain clinic already had the medication but they needed to get it to the hospital where the patient was or the nurse stated that they could change the concentration of the medication and the patient would need a refill that much sooner. There was a physician in the hospital that had filled pumps before and would fill the patient¿s pump when they got the medication. It was later reported by the pump managing physician that the medication was picked up by the patient¿s family on (B)(6) 2015 for the pump to be refilled at the hospital on (B)(6) 2015; ¿no event occurred¿. The device system was delivering bupivacaine and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l40095, implanted: (B)(6)1996, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).